Event description:
Omnicell drawer jam. Started in morning, not resolved until 4 hours later with patient in room. Same issue that has happened multiple times previously. Supplies become trapped behind drawer and compromise locking system. Drawers become stuck locked. When omnicell is logged out, drawers will also close but the system does not recognize this and will not allow any access to any drawers. Emergency release often becomes stuck as well. Pharmacy was notified. Keys were not available within the department. The wrong keys were sent to the department. Ultimately drawers were forced open and supplies pulled from behind the drawer. Medications were inaccessible during surgery. Ongoing issue without resolution.

Event description:
Omnicell drawer jam. Started in morning, not resolved until 4 hours later with patient in room. Same issue that has happened multiple times previously. Supplies become trapped behind drawer and compromise locking system. Drawers become stuck locked. When omnicell is logged out, drawers will also close but the system does not recognize this and will not allow any access to any drawers. Emergency release often becomes stuck as well. Pharmacy was notified. Keys were not available within the department. The wrong keys were sent to the department. Ultimately drawers were forced open and supplies pulled from behind the drawer. Medications were inaccessible during surgery. Ongoing issue without resolution.

Manufacturer narrative:
Omnicell appreciates all feedback provided by our customers and completes a thorough investigation into each report per our quality management system. Upon further investigation omnicell would like to correct a few lines items of information. The brand name for this report is xt anesthesia workstation. The product code of this device is bry. The type of device is listed as cabinet, table and tray, anesthesia. Our complaint management system is established to address all customer issues.